Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing were stored. Review of the egms revealed myopotential oversensing. Recommended programming changes were made. Dft and further actions will be discussed with the physician. No symptoms associated with the event were reported.